Manufacturer narrative:
Submit date: 3/28/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump set was leaking into the connector after the formula was set up.